Manufacturer narrative:
The reported event was previously reported under mfg #3013756811-2023-27730. The reported event was previously reported under mfg #3013756811-2023-27730.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.

Event description:
It was reported that the pump delivered a bolus without user input. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method of insulin therapy.